Manufacturer narrative:
After thorough evaluation of this issue, it was determined that a disassembling of the angle nut does not pose a safety risk to the user or patient.

Event description:
It was reported that the threads were missing on the device. Upon return to the manufacturer, the angle nut was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the threads were missing on the device. Upon return to the manufacturer the angle nut was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During device evaluation, the reported event of the tip/angle nut was missing was confirmed. The angle nut was missing due to being removed. Per the instructions for use: when removing the ultrasonic tip, do not remove the tip. The device was discarded by the manufacturer following evaluation.